Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat stress urinary incontinence, ureterocele, and status post hysterectomy. It was reported that following insertion the patient experienced pain, vaginal complications, pelvic/vaginal area pain, severe pain during intercourse, chronic urinary incontinence/leakage, mesh extruding form vaginal canal, physical pain/discomfort, radiating pain, mesh erosion, and mesh protrusion. It was reported that the patient underwent mesh removal surgery on (B)(6) 2011 due to erosion. It was reported that the patient underwent a bladder calibration in 2010 and neck fusion/cystoscopy in 2011. No additional information was provided. (B)(4).

Manufacturer narrative:
Date sent to FDA: 07/28/2016.

Manufacturer narrative:
Additional patient codes: (B)(4)- incomplete bladder emptying (retention), (B)(4)- atrophic vaginitis additional narrative: it was reported that following insertion the patient experienced incomplete bladder emptying and atrophic vaginitis.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.